Event description:
Related manufacturer report number: 2017865-2023-42358. It was reported that the patient presented for follow-up. Upon device interrogation, over-sensed noise was exhibited by both the right atrial (ra) and right ventricular (rv) leads. The noise resulted in episodes of pacing inhibition, and ra lead noise resulted in inappropriate automatic mode switch. Programming interventions were made. The patient was stable.